Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest reported blood glucose of 318 mg/dl and values remaining above target for approximately two hours after a meal, during initial device use. Symptoms included lethargy, low energy, and weakness. Outcomes included no medical intervention and no use of backup therapy. Investigation included technical review and troubleshooting with user education on early ilet adaptation and meal-related glucose management. Investigation of this case revealed no device malfunction reported and that blood glucose was trending downward by the end of the interaction. It was concluded that the event was consistent with hyperglycemia of unclear cause during early adaptation to therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.